Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had an error in the motor was detected by reading unexpected value from hall sensor error third time. The customer¿s blood glucose was 159 mg/dl at the time of incident. The customer state that they were unable to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received error 38 during rewind due to corroded motor home switch, corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Device tested outside the pump and received pump error 38 at rewind. No pump error 43 alarms noted during testing.